Event description:
It was reported that the pace/sense portion of the lead was capped and replaced due to loss of pacing and sensing and low impedance. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.